Event description:
It was reported to boston scientific corporation that an pinnacle anterior apical pelvic floor repair kit was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced unspecified complications following the procedure. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that an pinnacle anterior apical pelvic floor repair kit was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced unspecified complications following the procedure. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
All other information is unknown and unavailable.